Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/27/2016 - voicemail, 6/28/2016 - voicemail, 6/30/2016 - voicemail. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.